Event description:
Patient developed urethra hypersensitivity and painful urination 2 weeks after contigen implant. Skin test remains clear with no signs of a reaction. Doctor had not performed any urine culture or any testing to diagnose patient. On 4/9/01, follow-up with reporter indicated patient was still experiencing burning and itching sensation after having been treated with topical steroids. Several cultures were reportedly performed with no growth detected. Doctor was bringing patient in for a washout procedure intended to remove the contigen.